Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to dislocation and metalosis update rec'd (B)(6) 2016 - clinical der states patient was revised due to adverse tissue reaction. *complaint was updated (B)(6) 2016. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2016. Update rec'd (B)(6) 2017: medical records received for another complaint ((B)(4)), and while reviewing the records it was discovered the patient experienced some right hip grinding in (B)(6) 2016. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, metal wear and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.